Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. X-ray revealed dislodgement causing loss of capture on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. There were no patient consequences.